Manufacturer narrative:
Analysis of the pump serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump found gear train anomaly, stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse dilaudid and bupivacaine. (B)(4).

Event description:
It was later reported that no tube set message was observed. The patient did not have a MRI (magnetic resonance imaging) or report being near any significant emi (electromagnetic interference). At the time of report the patient was doing well and receiving effective therapy.

Event description:
It was reported that logs confirmed a motor stall occurred on (B)(6) 2015 at 21:52 with no motor stall recovery recorded. The patient heard the critical alarm the prior week. The patient had not had an MRI. The patient had mild withdrawal symptoms of chills and shakiness. The pain was not well controlled since then as well. The pump had been programmed to minimum rate mode. A pump replacement was scheduled for (B)(6) 2015. The product issue was not resolved and the cause of the issue was not determined. The patient had flu-like symptoms, specified as aches and less than 50% therapy relief. The location of the issue or symptoms was an unknown location. The patient¿s status at the time of report was alive ¿ no injury. Additional information received reported the pump was explanted on (B)(6) 2015. The loss of therapy was sudden. Rotor and dye studies were not performed. The pump was initially reported to be used to infuse bupivacaine and dilaudid, however it was later reported to have been used to infuse morphine. Follow-up is being conducted for clarification.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.